Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer uses aaa batteries and battery cap. Customer's blood glucose was 7.1 mmol/l. Customer stated that repeated battery replacement and pressing the esc and act buttons does not solve the problem. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No unexpected power loss alarm was noted. The pump had minor scratches on the display window.